Event description:
The company was informed that the pt's electrode array had folded back during initial implant surgery. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.